Event description:
It was reported that there was mode switching occurring on the device, with high-but-stable threshold on the ventricular lead. The caller questioned whether the mode programming was correct for the patient. The device and lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.